Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of a device. The plunger was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to forcing the closure of the instrument after firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the provider, during right hemicolectomy, the bumber and anvil head broke. When the anastomosis was done, the bumper cannot be put down, and then it was activated after broke it. After the activation, it was taken out and a part of it had fallen off. After breaking the bumper, then anastomosed to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the provider, during right hemicolectomy, the bumber and anvil head broke. When the anastomosis was done, the bumper cannot be put down, and then it was activated after broke it. The bumper couldn't be put down and couldn't be fired. After the activation, it was taken out and a part of it had fallen off. The nail anvil was normally removed. The anvil had also been removed. After breaking the bumper, then anastomosed to complete the case.